Event description:
It was originally reported that the pt developed a seroma at the neurostimulator site. The pt was at home. The company representative confirmed that the pt's device was moved to the other side 3 weeks after implant. No surgical complications were reported.